Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer were experiencing low blood glucose and buttons were responding incorrectly. Blood glucose level at the time of the incident was 48 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was over delivering. The customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the up arrow allowed them to navigate screens and insulin pump was not locked. The insulin pump and reservoir will not be returned for analysis.